Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/11/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple voltage drops. The pump successfully completed a prime sequence without issue or alarm. Power draws were within specification. An intermittent solder connection was observed to the pump¿s printed circuit board-negative battery terminal connection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.